Event description:
After performing a comprehensive retrospective review of the code management system, it has been determined that in blood product entry (bpe) if the date format site parameter is set to 'al' and the codabar barcode is scanned at the exp date prompt using the dd/mm/yyyy date format, the expiration date may translate incorrectly where the month and day are reversed. (B) (4)

Manufacturer narrative:
Per the transfusion guidelines for blood transfusion services in the (B) (4), the system translates this exp date as 2 jan 2001 instead of the expected 1 feb 2001. This could result in products expiring prematurely or after the correct exp date in the blood bank system. Note: no pt harm has been reported. (B) (4).